Event description:
We received a report that during the implantation of an intraocular lens (iol) that it was noticed that the lens had a crease in the middle of the optic. The surgeon decided to remove it and replace it with a similar lens. The originial incision had to be enlarged to remove the lens. The patient received dexa-gentamycin eye drops post-operatiely. Visual acuity prior to the surgery was 0.1 and on (B)(6), 2013, visual acuity was 0.25.

Manufacturer narrative:
The lens was returned to our manufacturing facility for evaluation and was inspected at (B)(4) microscope magnification. The lens presented a scratch more than .001¿ in width in the posterior surface, which is a condition that would be unacceptable per manufacturing specifications. A review of the manufacturing records for the lens indicated that all process operations were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer reported experience was reported. No deviation related to the cartridges was reported. The results of the lubricity tests were found within specifications. No plunger issues during functional test operation were reported. The preloaded subassembly record and all manufacturing operations were in compliance. No deviations were reported. Lenses are 100% inspected at (B)(4) microscope magnification for any damages or cosmetic defects and any defects that do not meet the criteria specifications are rejected. Expiration date: 01/30/2014. Device manufacture date: 01/30/2013. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): placeholder.